Event description:
I had lasik surgery in 2006. I now struggle with severe dry eye. My dry eye symptoms began with lasik. At first, the dry eye symptoms were mild, but they have gotten worse over time. Now my eyes are constantly uncomfortable and sometimes painful. I am unable to read for long periods of time without pain. I am now searching for a treatment to fix the problem. Restasis and punctal plugs have not helped. I didn't check the 'disability or permanent damage' box because at this point, I hope the condition isn't permanent but I'm not sure.